Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Diagnostics indicated that one of the leads had high impedances. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096207.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the lead with high impedances were explanted and replaced to address the issue. Lead fracture was visually confirmed after the explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.